Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported for the past three to four months their patient programmer (pp) seemed like it wasn¿t working and was acting up even though they changed the batteries several times. The consumer described seeing a picture of a healthcare provider (hcp) but there were no codes on the screen. Further troubleshooting was performed and the previous batteries were put in the pp instead of the current ones, but they were still seeing the picture of the hcp with no codes. It was recommended the consumer replace the batteries with a good quality alkaline battery, and call back if a code was seen on the screen. It was further reported starting three to four months ago the implantable neurostimulator (ins) wasn¿t doing anything and their pain level was at a 10. The consumer told their hcp about this who scheduled them for a shot in their back, but it only worked for eight days. A week later the consumer called back stating they took their pp with them to their appointment with their hcp who determined the pp was no longer in working order and wouldn¿t even power up with new batteries. It was noted the consumer¿s home was flood and the pp may have become wet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.